Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for removal of the pulse generator due to an unspecified infection. The generator was explanted and replaced. The patient was in stable condition.